Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 415 mg/dl and the insulin pump had motor error alarm. The customer¿s blood glucose level was 415 mg/dl at the time of the incident. Customer was treated it with manual injections. Customer was performing displacement test and the test did pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. Frn mmt-unk.